Manufacturer narrative:
Physio-control is continuing to investigate the reported event. Physio-control will submit a supplemental report on this event.

Event description:
Found during routine incoming inspection. Customer called and reported device would not power up on battery power. There was no pt associated with the report.